Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study .. It was reported that coronary artery restenosis occurred. In (B)(6) 2012, patient was presented with stable angina pectoris. Subsequently, percutaneous coronary intervention (pci) was performed on elective basis. The target lesion#1 was 75% stenosed, 18x3.5mm, type b2, concentric, with less than 45 degree-bend located in the non-tortuous, moderately calcified left main coronary artery (lmca). Pre-dilation was not performed. A 3.50x20mm promus element ¿ drug-eluting stent was deployed at 20 atmospheres. Following post dilation, residual stenosis was 0% with timi 3 flow. The target lesion#2 was 75% restenosed, 10x3.0mm, type b2, concentric, non-tortuous, moderately calcified located in the distal portion of the proximal circumflex artery. Without performing pre-dilation, a 3.00x12mm promus element plus drug-eluting stent was deployed at 20 atmospheres. Following post dilation, residual restenosis was 25% with timi 3 flow. In (B)(6) 2017, coronary restenosis in the lmca occurred. Pci was then performed. Five days later, the patient's status was improved.